Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a lithocatch immobilizer device was used in an unknown procedure (patient age, gender, and weight are unknown). According to the complainant, the "doctor had a problem retrieving" the device. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a lithocatch immobilizer device was used in an unknown procedure (patient age, gender, and weight are unknown). According to the complainant, the "doctor had a problem retrieving" the device. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device at issue in this complaint has not been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Note: the incorrect brand name, common device name, product code, and PMA# / 510k# were originally submitted for this device. Brand name changed from "ems swiss lithoclast lithotripter" to "lithocatch immobilization device". Common device name changed from "lithotriptor, electro-hydraulic" to "dislodger, stone, flexible". Product code changed from "ffk" to "fgo". Block g5: PMA# / 510k# changed from "k963285" to "exempt".